Event description:
Customer reported that the current pump's charge does not last and requires charging every night, causing stress about the pump potentially dying. There was no adverse impact to the customer's blood glucose level. The customer is currently out of warranty and is in the process of obtaining a new device, with no additional follow-up from technical support being requested at this time.